Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2017. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a aab00 26.5 diopter intraocular lens (iol) was implanted in the patient's operative eye. However, the patient ended up -2.0 diopter away from the target refraction post-operatively. Therefore, it was reported that the patient needs to wear glasses. The doctor was also not sure if the patient had any refractive error. Also, it was reported that there will be no addition intervention. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.